Manufacturer narrative:
The reported event of alarming with asv use file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA (B)(4).

Event description:
The customer reported they are experiencing multiple alarms related to the use of asvs in the cvicu, which has lead to a decrease in use of asvs. The customer's current practice is to run the infusion for 30-60 prior to attaching it to the patient. For about the first 10 minutes of this process, and then again when the infusions are attached to the patient, the pumps alarm frequently. Adding tpn to an existing 6 port also causes multiple alarms. There is no report of patient harm.